Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -4.5/2.0/096 (sphere/cylinder/axis) tore/broke during injection/delivery into the patients right eye (od). The lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. Cause of event is unknown.